Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1 failed to open. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication. The user was unable to access the medication and managed to get the medication from main pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no mechanical or hardware failure had occurred. Drawer 2-1 functioned normally, and the issue could not be reproduced. The field service engineer inspected the rear of the machine, verified that all cabling was properly seated, and performed hta testing, which passed. Additional customer tests were also completed with no issues identified. The customer logged in and tested the drawer multiple times, confirming that it opened, closed, and locked correctly. The system functioned as intended after the field service engineer completed the investigation.